Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that fluid was found inside the cassette door of the cycler. Technical services issued the patient a new cycler and advised for patient not to use the cycler. In a follow up call, the caretaker confirmed the initial report of fluid in the cassette door. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker explained that the new cycler arrived later the same day as the event, therefore there was no need for alternative treatment. The caretaker confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that fluid was found inside the cassette door of the cycler. Technical services issued the patient a new cycler and advised for patient not to use the cycler. In a follow up call, the caretaker confirmed the initial report of fluid in the cassette door. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker explained that the new cycler arrived later the same day as the event, therefore there was no need for alternative treatment. The caretaker confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.